Event description:
It was reported that the patient with this aus underwent a replacement procedure due to urinary incontinence. During surgery, the bladder and urethra were punctured accidentally. A catheter was placed while the patient recovers. A subsequent surgery has not been scheduled, as they are waiting for the patient to heal. There were no additional patient complications reported.